Event description:
The report stated that during a lavh, the jaws of the instrument became stuck together after the third seal. They were stuck on tissue and had to be cut out, no more than an inch. Loss of blood was described as insignificant. Another ls1500 was used to finish the procedure. There was no injury to the pt.

Manufacturer narrative:
(B) (4). (B) (4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.